Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "breasts have begun to swell¿, ¿pain¿, and ¿ultrasound showed a lot of fluid." The device remains implanted.